Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed off no power. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer stated that the insulin pump had several off no power alarm without the low battery alert warning and no significant event leading to the alarm was observed. Customer also reported that the insulin pump had a failed battery test and motor error alarm. Troubleshooting was performed and completed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.